Event description:
It was reported that the ventilator would not produce any flow with no audible alarm while connected to the patient. No reported harm to the patient. The ventilator was on a stand, had no noticeable damage, and was for nocturnal use only.